Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: a-rubber glue, cracked glue, forceps passage had a very slow leak from the bx-channel, insertion tube had multiple deep dents on the insertion tube and customer barcode on the grip (ad) opened scope over dry. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope requires testing for blockages. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with black debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was clogged in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was stated that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection states how to detect the event. ¿ IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the event. Olympus will continue to monitor field performance for this device.